Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that a patient presented at the hospital after a fall on the floor. Magnetic resonance angiogram (mra) revealed a high-grade stenosis of left vertebral artery (va) and dissection of basilar artery (ba). Six days after the hospitalization, cta showed high-grade calcification of the left va and the progress of the ba stenosis by the vessel dissection. 10 days after the hospitalization, angiography was performed and 90% stenosis of the left va, ba stenosis, and slow blood flow of the posterior cerebral artery (pca) were observed. First a micro guidewire was navigated to the posterior cerebral artery, and then the subject device was navigated to the left va stenosis portion. Pta (3 atm/ 2min). Was performed twice but did not get good expansion of the stenosis. Elastic recoil or dissection of the treated vessel was suspected. A stent was deployed to secure the patency. Angiography performed 15 minutes after the stent deployment and the next day of the procedure did not indicate any thrombus formation. The patient was stable. The patient was transferred to a recovery hospital 10 days after the procedure. In the physician¿s opinion, the patient¿s vessel dissection of the treated vessel was related to the subject device.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient vessel dissection and patient vasospasm are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. Manufacturing site for devices: corrected.

Event description:
It was reported that a patient presented at the hospital after a fall on the floor. Magnetic resonance angiogram (mra) revealed a high-grade stenosis of left vertebral artery (va) and dissection of basilar artery (ba). Six days after the hospitalization, cta showed high-grade calcification of the left va and the progress of the ba stenosis by the vessel dissection. Ten (10) days after the hospitalization, angiography was performed and 90% stenosis of the left va, ba stenosis, and slow blood flow of the posterior cerebral artery (pca) were observed. First a micro guidewire was navigated to the posterior cerebral artery, and then the subject device was navigated to the left va stenosis portion. Pta (3 atm/ 2 min) was performed twice but did not get good expansion of the stenosis. Elastic recoil or dissection of the treated vessel was suspected. A stent was deployed to secure the patency. Angiography performed 15 minutes after the stent deployment and the next day of the procedure did not indicate any thrombus formation. The patient was stable. The patient was transferred to a recovery hospital 10 days after the procedure. In the physician¿s opinion, the patient¿s vessel dissection of the treated vessel was related to the subject device. Based on in-house physician's review, the elastic recoil is not an adverse event.